Event description:
Pt with symptomatic cholelithiasis, underwent an elective lap chole on (B)(6) 2013. The surgeon reported that the clip failed at the crotch of the duct during surgery. Endo loops were used to finish the procedure. We then isolated the cystic duct. We also isolated the cystic artery, and we had a pretty good critical view, so we placed 1 distal clip to the distal cystic duct and 2 clips on the proximal cystic duct, and also 1 clip to the distal cystic artery and 2 clips on the proximal cystic artery. There was a bulge on the clips of the cystic duct, both distal and proximal portions, and so we placed the endoloop just proximal to the clip, and we confirmed that there was no bile leak from the proximal cystic duct. A picture was taken and the gun was saved.